Event description:
It was reported that the patient unintentionally navigated to the fill tubing screen while connected to the infusion set and tubing but did not press and hold to initiate a fill; an agent guided the patient to safely disconnect and exit the screen, and the event involved the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.